Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was experienced high as well as low blood glucose. Customer's blood glucose was 600 mg/dl, 50 mg/dl, 200 mg/dl. Customer also reported that insulin pump received motor error alarm, unexpected no delivery alarm and battery area was cracked. The insulin pump will not be returned for analysis.